Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed the pump displayed the following event: 12/2/2018 10:35:39 am system fault 41,171 occurred 4,098 2,893 2,191 1.3/22/2017 6:46:17 am history log defaulted. Visual inspection of the pump showed no damage to the pump. Functional testing showed the device displayed error code 41171 in manufacturing utility mode and it was determined that the microprocessor board was corrupted. The microprocessor was replaced. Based on evidence and investigation, the complaint allegation of error code 41171 was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41171. No adverse effects were reported.